Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with an unresponsive keypad at the down and select button. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found corroded keypad traces on all buttons. Performed visual inspection and found moisture damage on the pcba 1, pcba 2 and lcd assembly.¿unable to download pump history using thump due to unresponsive keypad. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube) and corroded keypad trace. Unresponsive keypad was observed during analysis and confirmed due to moisture damage. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was returned for analysis.